Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total knee arthroplasty on and unknown date in 2008. Subsequently, patient was revised on (B)(6) 2009 due to aseptic loosening of the femoral component. Revision operative report indicated the knee was aspirated during the revision procedure and flexion/extension instability. Patient was revised again on (B)(6) 2011 due to aseptic loosening. All products were removed and replaced. A manipulation of the knee was performed on (B)(6) 2011. No components were removed during the manipulation procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-01267 & 01268 & 01269).